Event description:
Same case as MDR ID#: 2134265-2013-06312 and 2134265-2013-06315. It was reported that during a percutaneous coronary intervention, watermelon seeding and shaft break occurred. The 100% stenosed total occlusion target lesion was located in the proximal right coronary artery. A 5.0 6fr non bsc guide catheter and a non bsc guide wire was used. Then a 2.5mm x 15mm emerge balloon catheter was advanced. Since there was a residual waste in the vessel, the 2.5mm x 15mm emerge balloon catheter had a residual appearance and watermelon seeding was noted. Then another 3.0mm x 15mm emerge balloon catheter was used and the balloon had a residual appearance. Watermelon seeding was again observed. A 3.5mm unspecified balloon catheter was used and implanted a 3.0mm x 18mm non bsc stent. Post dilation was performed using a 8mm x 3.25mm nc quantum apex balloon catheter. The balloon was positioned the newly implanted stent, however it would not inflate at any pressure. The balloon catheter was pulled out but the first half of the shaft came out and was almost "hanging on the thread". The other part of the shaft was also removed. The mid to distal area of the shaft was completely separated. The procedure was completed using an unspecified size nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID#: 2134265-2013-06312 and 2134265-2013-06315. It was reported that during a percutaneous coronary intervention, watermelon seeding and shaft break occurred. The 100% stenosed total occlusion target lesion was located in the proximal right coronary artery. A 5.0 6fr non bsc guide catheter and a non bsc guide wire was used. Then a 2.5mm x 15mm emerge balloon catheter was advanced. Since there was a residual waste in the vessel, the 2.5mm x 15mm emerge balloon catheter had a residual appearance and watermelon seeding was noted. Then another 3.0mm x 15mm emerge balloon catheter was used and the balloon had a residual appearance. Watermelon seeding was again observed. A 3.5mm unspecified balloon catheter was used and implanted a 3.0mm x 18mm non bsc stent. Post dilation was performed using a 8mm x 3.25mm nc quantum apex balloon catheter. The balloon was positioned the newly implanted stent, however it would not inflate at any pressure. The balloon catheter was pulled out but the first half of the shaft came out and was almost "hanging on the thread". The other part of the shaft was also removed. The mid to distal area of the shaft was completely separated. The procedure was completed using an unspecified size nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop). There was a complete separation of the hypotube. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The hypotube separation was 16cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond was measured and meets specification. Functional testing of the inflation lumen was not possible due to the returned condition of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).